Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) migrated through the incision site, which was not healing and caused discomfort, a few days after implant; the incision site became infected. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.